Event description:
In 2009, patient presented with angulated neck; had implant of a 28-16-120bl bifurcated device and two proximal extensions. Follow up CT revealed a proximal type I endoleak. Later that month, the patient was treated with a palmaz stent. Final angiogram still showed an endoleak, however, it was not determined if it is a type I or ii. The physician will monitor the leak.

Manufacturer narrative:
Additional device information: model no. 28-28-75l, lot no. W09-2303-010, expiration date: 09/01/2012. Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient anatomy met criteria for indications for use. No conclusion can be drawn at this time.